Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the pacemaker was in backup mode. Programming changes were performed. The patient was in stable condition.